Event description:
Customer reports missing segments observed while reviewing meter memory on the advantage system (all segments appeared normally during display test). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.